Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable.

Event description:
The customer reported a system communication failure. This could result in a system lock-up. No pt injury was reported.